Event description:
A pt reported experiencing repeated "not ok" messages with a one touch meter. Pt has had diabetes for 7 years which is controlled by diet only. No medication intake is based on the ot meter results. Pt has been getting the "not ok" messages for 2 weeks, which caused the pt to visit pt's hcp repeatedly to check the pt's blood glucose. No adverse events have been repeated. No further info has been reported.